Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. The patient underwent a surgical procedure on (B)(6) 2006 and ams monarc subfascial hammock was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent release of adhesions from previous sling, bladder suspension and cystoscopy on (B)(6) 2006. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted due to stress urinary incontinence. The patient underwent a surgical procedure on (B)(6) 2006 and ams monarc subfascial hammock was implanted. The patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).